Event description:
Product analysis for the vns generator was completed on (B)(6) 2012. The generator was depleted. The supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to end-of-service (eos) condition. A battery life estimation resulted in 0.99 years remaining before the near-end-of-service (neos) flag would be set. However, an incomplete programming history (six-year gap) indicates the estimation does not use all the data required to make an accurate estimation. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the end-of-service (eos) condition was identified to be a leaky capacitor (c6). Cause for the capacitors (c6) increase in leakage could not be determined.

Event description:
Reporter indicated a patient was having increased seizures and that his vns generator was not able to be interrogated. The level of the seizure increase is unknown, but is felt to be due to the depleted battery. However, a battery life estimate for the generator was performed which resulted in more than a year remaining. The programming history is incomplete, so the estimate may be inaccurate. The patient had vns generator replacement performed on (B)(6) 2012. Reporter indicated the vns programming wand was able to interrogate the patient's new generator, so an issue is not suspected with the programming wand. The patient has improved since the vns generator was replaced. The explanted vns generator has been returned and is pending product analysis.

Manufacturer narrative:
Adverse event or product problem, corrected data: the event of generator failure to program and increased seizures is a malfunction and serious injury event.